Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction alarm. Blood glucose was 299 mg/dl. Tandem technical support assisted the customer with resetting the pump. Insulin delivery was resumed.